Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type programmer, physician, product ID a710, serial# unknown, product type software.if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had shock-like symptoms so they were brought in as an urgent review. The clinician tablet did not show any impedance issues on contacts 14 and 15 (>10,000) on the impedance screen but they did show on the report when they checked later. When they used the clinician programmer it showed impedance issues on 14 and 15. It also showed high impedance issues on 4 and 6 as did the tablet. When the rep reprogrammed with the tablet, despite having good connection with the patient, having mapped the whole lead, and ramping the power up well above the normal tolerance, the patient was unable to feel any stimulation. They checked the connection and mate sure the ins was switched on. They then reverted to the clinician programmer and was able to program without any issue. They were able to successfully resolve the issue for the patient.